Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic converter was cleaned and the vacuum pump tray was replaced to resolve the unit issue. Unit meets specifications and was returned to service on 10/28/2016. " the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported an event of an odor that smelled like h202 emitting from the sterrad sterilizer and stated they have noticed the odor for about two months now. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The sra shows the risk for exposure to odor/smells to be "low." The vacuum pump tray was not returned for evaluation and analysis. The assignable cause of the odor/smells issue is the vacuum pump tray. The field service engineer replaced the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.